Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold and wear abrasion . A microscopic analysis was performed which identify crease sharp opening in the posterior and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a-crease sharp opening in posterior assessed to a fold flaw opening. -non-penetrating nick (stress marks).

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.